Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that 2 spaceoar devices were implanted during a spaceoar placement procedure performed on (B)(6) 2021. Spaceoar was injected prior to the high dose-rate brachytherapy (hdr) to help place space between the prostate and the j-pouch. On (B)(6) 2021, the patient was treated with high dose-rate brachytherapy over two fractions to the prostate of 1350cgy to equal 2700cgy. It was noted that the spaceoar migrated into patient urethra and the bladder. On (B)(6) 2021, a cystoscopy was performed with report that all spaceoar was removed and no significant injury was identified. On (B)(6) 2021, the patient visited the office and he was doing fairly well. On (B)(6) 2021, he returned with the inability to fully urinate and pain in his lower abdomen/penile region. He was treated with a urinary catheter. On (B)(6) 2021, the patient passed the voiding trial and his urinary catheter was removed. He was asked to continue flomax, stop oxybutynin and mrybetriq. He was encouraged to stay hydrated and he was released to resume sexual activities as he felt able. The patient reported nocturia occurs 1-2 times per night, a slightly weak stream and stopping/starting of his urinary stream a little at times, about half of the time he has urinary urgency. The patient had a little burning on initiation of urination that has been improving and does not occur every time her urinates. He has had 1 episode of mild urinary incontinence since the removal of the urinary catheter, this was related to urinary urgency. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. This report pertains to the first of two devices used in the same procedure.